Event description:
Surgical procedure, additional.

Manufacturer narrative:
(B)(4). Device evaluation: one used 16 gauge 65 centimeter dual-lumen PICC line was returned for evaluation. During visual examination, it was noted the catheter was damaged approximately 2 1/2-inches distal to the bifurcation the damage consists of a rupture to one of the lumens, the catheter material appears stretched as if the catheter wall has ballooned and ruptured. This kind of damage is consistent with over-pressurization. The ruptured lumen is occluded with a material consist with dried blood distal to the rupture and the catheter is patent proximal to the rupture.